Manufacturer narrative:
Weight , ethnicity, race-unk. Date of event-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Investigation type 4110: lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -15.0/+5.0/090 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. The surgeon reports refractive surprise and lens rotation. Reportedly, the lens remains implanted.